Manufacturer narrative:
Further information was provided from the customer stating that whether it was the m540, the cockpit or both that rebooted could not be confirmed. The user only heard the sounds when booting the cockpit then noticed the system was no longer in privacy mode. After user became aware of the system exiting out of privacy mode, the alarm limits were readjusted and the nibp measurement was restarted as the system had the default settings. In the long-term memory of the ics, a gap of about 1 minute could be found at the time mentioned (about 6:20 am). Here there should also be an entry in the log of the ics that the bed location "417-t" was offline for a short time at this time. Note that in privacy mode, patient monitoring continues but patient data is removed from the cockpit and the m540 screens, only appearing on the ics. ¿privacy ¿ touch screen to resume monitoring¿ is displayed in the center of the cockpit/m540 screens. Privacy mode is canceled automatically when the connection to the infinity network is disrupted, which would occur during the rebooting of a device. The ics, cockpit and m540 logs provided were reviewed but there were no entries indicating a device reboot or network disconnect occurred. Both the m540 and ics logs show activity entries throughout the reported time of the reboot (at approximately 06:20 on (B)(6) 023) including vf alarms (m540 at 6:18 and 6:19), audio pause button pressed, user selected alarm pause start (ics at 6:18) and user selected alarm pause stop (ics at 6:20), taking down banner audio paused, putting up banner no banner (m540 at 6:21). The m540 logs show privacy mode was entered at 3:57 and exited at 6:47 on 15mar. The last entry from the ics logs indicating a loss of connection for bed 417_t was from 5mar at 10:16. Additionally, no alarm limit setting changes were logged on 15mar in the m540 alarm history. Therefore, root cause of the reported issue cannot be determined. The customer was advised to collect logs and perform a network capture if the issue were to recur. The customer stated that the problem occurs sporadically at different bed locations. Recently, connection problems with m300 have also started to occur. This could also be a network problem. The customer would like to order a network analysis.

Event description:
On 15mar2023 it was reported that various iacs systems at station c7 are performing reboots. User only became aware of this when he was on site at the bedside and saw the system reboot. Before that, only gaps in the long-term memory were noticeable, which he could not explain. The problem affects several bed locations that show the identical behavior independently of each other. Affected iacs system as of today at approximately 06:20: c500: (B)(6). On 22mar2023 new information was received where the customer stated that the m540 did not emit a shutdown sound. The user noticed the system booting again by the sounds during the boot process. This could indicate the expected power down alert tone was not provided to alert the user. The infinity acute care system (iacs) includes an infinity medical cockpit paired with an infinity m540 bedside monitor. The infinity p2500 is the dedicated power source and networking hub for the infinity m540 patient monitor and infinity medical cockpit. The infinity m500 docking station charges the m540¿s built-in battery and makes monitoring data accessible to the medical cockpit at the bedside. When used in a standalone configuration, the m500 charges the m540, connects the m540 to the infinity network, and stores default profile settings that can be adopted on another m540 upon docking.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
On 15mar2023 it was reported that various iacs systems at station c7 are performing reboots. User only became aware of this when he was on site at the bedside and saw the system reboot. Before that, only gaps in the long-term memory were noticeable, which he could not explain. The problem affects several bed locations that show the identical behavior independently of each other. Affected iacs system as of today at approximately 06:20: c500: 442916059, m540: 5616078770, m500: 5624291569, p2500: usnd-011. On 22mar2023 new information was received where the customer stated that the m540 did not emit a shutdown sound. The user noticed the system booting again by the sounds during the boot process. This could indicate the expected power down alert tone was not provided to alert the user. The infinity acute care system (iacs) includes an infinity medical cockpit paired with an infinity m540 bedside monitor. The infinity p2500 is the dedicated power source and networking hub for the infinity m540 patient monitor and infinity medical cockpit. The infinity m500 docking station charges the m540¿s built-in battery and makes monitoring data accessible to the medical cockpit at the bedside. When used in a standalone configuration, the m500 charges the m540, connects the m540 to the infinity network, and stores default profile settings that can be adopted on another m540 upon docking.